Event description:
While using the 1.5mm tapered router during the procedure, the tip broke off. Surgeon states it only broke into two pieces, those pieces were removed from the surgical field. Surgeon did not want an x-ray of the area when offered by circulator. Replaced the broken router with a new router with the same lot number without incidences.